Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with recurrent l5-s1 disc herniation, left s1 radiculopathy and l5-s1 degenerative disc disease. The patient underwent l5-s1 laminectomies with decompression of the l5-s1 nerve roots bilaterally, left transforaminal lumbar inter-body fusion with local autograft, rhbmp-2/acs and insertion of a peek inter-body device. As per-op notes, a 10 mm peek implant was filled with one-half sponge-containing rhbmp-2. A sponge of rhbmp-2 was placed anteriorly within the disc space followed by a peek implant which was inserted in an oblique fashion across the l5-s1 disc space. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion procedure at l5-s1 using rhbmp-2/acs. Post operatively, patient was diagnosed with ectopic bone growth at the site of surgery. As a result, patient has required extensive medical treatment, including having to undergo an additional surgery to remove excessive bone growth, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.